Manufacturer narrative:
The t:flex pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Reportedly, the customer had inadvertently entered a carbohydrates value of "189" grams when the customer had intended to enter a bg value of 189 mg/dl. Reportedly, the customer over-delivered insulin and experienced a low bg level of 46 mg/dl. To treat the low bg level, the customer consumed carbohydrates, and bg level was 102 mg/dl. Review of the bolus history by tandem technical support verified that a bolus of 35 units had been delivered by the customer due to entering a carbohydrates value of 189 grams. Subsequently, during a follow-up call, the customer reported bg level was at 54 mg/dl, and the customer consumed juice and a glucose tablet to raise bg levels to target range.